Event description:
Pt aspirated tube feedings. It appears that during removal of face mask, the feeding tube was pulled back while tube feeding was infused. The feeding tube dislodged. Tube feed material suctioned from lungs. Aspiration to determine placement of tube ineffective due to small tube size (the tube collapses). A ph indicator built into the tube would be helpful.